Event description:
Flexibility study. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31 mm watchman flx laa closure device & delivery system (wds) was selected for use. During preparation, while flushing the wds, it was noticed that the stopcock and side port of the wds was leaking. The physician used his fingers to squeeze the side port and finished flushing the device. The physician continued the procedure with this device successfully. No patient complications were reported.